Event description:
The patient underwent full revision surgery. The explant facility is known to discard all explants. No additional relevant information has been received to date.

Event description:
It was reported that the patient has recently had more frequent seizures, but the magnet was able to help. High impedance was also seen on the patient's vns. No known surgical intervention has occurred to date. No additional relevant information has been received to date.